Event description:
It was reported by the caller that during an afib procedure the patient developed a pericardial effusion in which a pericardiocentesis was performed. 900 cc's was removed from the pericardial space. The patient was stabilized and transferred to the ccu for observation. Additional information was received stating that the physician believes that the pericardial effusion was caused by the transseptal puncture which was completed using an sl 1 sheath and brk1 transseptal needle both made by st. Jude medical. No ablation was delivered at the site of the injury. The physician stated that the patient had a floppy septum and this may have contributed to the injury. Since no bwi products were used for the transseptal puncture, this event has been assessed to be bwi not reportable. Pl1-uadoea. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).